Event description:
Reporter indicated a vns pt was unable to be interrogated and was having increased seizures requiring hospital admission. A battery calculation for the generator revealed likely end of service with -0.37 years remaining. Further attempts for info are in progress.